Manufacturer narrative:
(B)(4). The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. The DHR file is not available for review. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that once the needle was inserted, they were unable to unscrew the cap to remove the stylet. They used another needle at a different access point to complete the process. The patient expired, however the emt states that the delay in gaining access was not a contributory factor.